Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: the device is expected to be returned for evaluation. Results pending completion of engineering investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a thoracoabdominal procedure, access was made from the femoral artery. An 8.5 fr heart span sheath was placed, then a 8x79 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced. As reported, the vbx device made a curve to access the mesenteric artery. It was reported the physician had to navigate the vbx device with the deflector sheath inside the aorta to access the mesenteric artery. The vbx device was advanced with great difficulty, and when positioned in the t-branch of the mesenteric artery, the sheath was retracted to release the vbx device. However, the vbx device was found to be stuck inside the sheath when the sheath was pulled back. Several unsuccessful attempts were made to push the vbx device out o the sheath. Consequently, the entire system and it was reportedly very difficult to remove. As the sheath and vbx devices passed through the iliac artery, the vbx stent dislodged from the catheter inside the patient. The removed sheath was found to be damaged and had to be replaced. The vbx stent was retrieved with a loop catheter. The withdrawn vbx stent was crumpled. A new 7x79 vbx device was inserted into the new 8.5 fr sheath and deployed with no issues. There were no adverse consequences for the patient. It was reported the physician suspects the cause of the issue is the length of the vbx device and that presents navigation difficulties.

Event description:
The following was reported to gore: during a thoracoabdominal procedure, access was made from the femoral artery. An 8.5 fr heart span sheath was placed, then an 8x79 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced through the sheath. As reported, the vbx device made a curve to access the mesenteric artery. It was reported the physician had to navigate the vbx device with the deflector sheath inside the aorta to access the mesenteric artery. The vbx device was advanced with great difficulty, and when positioned in the t-branch of the mesenteric artery, the sheath was retracted to release the vbx device. However, the vbx device was found to be stuck inside the sheath when the sheath was pulled back. Several unsuccessful attempts were made to push the vbx device out of the sheath. Consequently, the entire system was pulled, reportedly with great difficulty. As the sheath and vbx devices passed through the iliac artery, the vbx stent dislodged from the catheter inside the patient. The removed sheath was found to have been damaged and had to be replaced. The dislodged vbx stent was retrieved with a loop catheter. Reportedly, the withdrawn vbx stent was crumpled. A new 7x79 vbx device was inserted through the 8.5 fr sheath, placed and deployed with no issues. There were no adverse consequences for the patient. It was reported the physician suspects the cause of the issue is the length of the vbx device and that presents navigation difficulties.

Manufacturer narrative:
B4: event description was updated. D9: fields updated for device return and date. H6 - code b23: the device was returned for evaluation. Engineering investigation results state: the primary reported failure of inability to advance catheter cannot be confirmed by the engineering evaluation. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. It was reported that during advancement the device became stuck in the sheath and the sheath could not be pulled back or the device pushed out of the sheath. The device configuration and reported introducer sheath sized used are compatible per the vbx device instructions for use. The root cause of the failure mode cannot be determined with the available information. The secondary reported failure of difficulty with withdrawal of delivery system was necessitated by the inability to advance the device. The failure mode cannot be confirmed by the engineering evaluation. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the failure mode is determined to be unintentional use error. The vbx device instructions for use advises that if excessive resistance is felt during advancement, remove the catheter and sheath together. The tertiary reported failure mode of stent dislodgement was confirmed by the engineering evaluation. The engineers observed the stent returned separated from the delivery catheter and no reported or engineering observations of inflation by the user were made. It was reported during withdrawal, ¿as the sheath and vbx devices passed through the iliac artery, the vbx stent dislodged¿¿. The failure mode is likely attributed to the device interactions during insertion, though the stent did not visibly dislodge into the patient until withdrawal. The root cause of the failure mode is determined to be unintentional use error. The vbx device instructions for use advises that if excessive resistance is felt during advancement, remove the catheter and sheath together. The ufmea notes that too much push force on the catheter can lead to stent dislodgement and it was reported that ¿the vbx device was advanced with great difficulty¿¿ and ¿several unsuccessful attempts were made to push the vbx device out of the sheath.¿. The engineers observed damage to the stent including bent ring apices, exposed rings, ring compression, stent folding, and ring stacking. The cause of the damage cannot be determined but is consistent with reported inability to advance, difficulty with withdrawal, retrieval with a loop catheter, or manipulation of the device either during or after the procedure.